Manufacturer narrative:
Concomitant product(s): model: 4136, competitor lead; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told verbally by the physician that there was "static" on their right ventricular (rv) lead when their implantable cardioverter defibrillator (ICD) was replaced. According to patient, the physician was able to program the lead to "take away" the static. Follow-up was conducted with the patient's listed clinic. Healthcare professional (hcp) was unable to verify any lead issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.